Event description:
It was reported that the pump still alarming cassette not attached. Multiple sets were tried. The event occurred during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified that the device had been in for service before for ¿cassette not attached error¿. The customer reported problem was confirmed through the cassette test. The upstream occlusion (uso) connector was replaced to fix the issue. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.